Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the operating room the md inserted the intra-aortic balloon (iab) via the patient's femoral artery via an 8fr sheath. On friday, (B)(6), after three days of counterpulsation the md stopped therapy because the patient was well. During the removal of the iab, while holding the sheath with one hand, the iab was slowly withdrawn with the other hand to remove the balloon and sheath simultaneously; resistance was met. The last distal three inches of the iab could not come out of the femoral artery. The cardiac surgeon and a vascular surgeon had to surgically remove the iab from the patient via a surgical cut down of the femoral artery to remove the "striped balloon." "The removal of the balloon catheter was started, removal of all anchoring ties and sutures were done, and the balloon was disconnected from the console." The surgeons also did a surgical repair on the femoral artery. The outcome of the procedure was listed as successful. The surgeons' both have the opinion that the iab ruptured due to plaque during the iab removal process. There was no reported delay / interruption in intra-aortic balloon pump (iabp) therapy. There were patient complications described as "the iab was trapped in the femoral artery." There was no reported patient death. Medical / surgical intervention was required. The patient outcome is "good." Additional information received from the sales representative on (B)(6) 2015 stated that the fiberoptix sensor (fos) did not work. On (B)(6) 2015 further information was received by the cardiac surgeon clarifying that there was no fos identified in the or the day of balloon insertion. There were helium loss alarms during the three days of therapy. There was a blood clot inside the tip of the balloon. After the surgery of balloon removal, the patient went to the cvicu (cardiovascular intensive care unit). The condition of the patient is good; good recovery. No post-op complications.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release.conclusion: the reported complaint of removal difficulty is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the operating room the md inserted the intra-aortic balloon (iab) via the patient's femoral artery via an 8fr sheath. On (B)(6) after three days of counterpulsation the md stopped therapy because the patient was well. During the removal of the iab, while holding the sheath with one hand, the iab was slowly withdrawn with the other hand to remove the balloon and sheath simultaneously; resistance was met. The last distal three inches of the iab could not come out of the femoral artery. The cardiac surgeon and a vascular surgeon had to surgically remove the iab from the patient via a surgical cut down of the femoral artery to remove the "striped balloon." "The removal of the balloon catheter was started, removal of all anchoring ties and sutures were done, and the balloon was disconnected from the console." The surgeons also did a surgical repair on the femoral artery. The outcome of the procedure was listed as successful. The surgeons' both have the opinion that the iab ruptured due to plaque during the iab removal process. There was no reported delay / interruption in intra-aortic balloon pump (iabp) therapy. There were patient complications described as "the iab was trapped in the femoral artery." There was no reported patient death. Medical / surgical intervention was required. The patient outcome is "good." Additional information received from the sales representative on (B)(6) 2015 stated that the fiberoptix sensor (fos) did not work. On (B)(6) 2015 further information was received by the cardiac surgeon clarifying that there was no fos identified in the or the day of balloon insertion. There were helium loss alarms during the three days of therapy. There was a blood clot inside the tip of the balloon. After the surgery of balloon removal, the patient went to the cvicu (cardiovascular intensive care unit). The condition of the patient is good; good recovery. No post-op complications.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a damaged 40cc 8.0fr iab fos (fiberoptix sensor). The ap (arterial pressure) line typically supplied with the iab kit was returned connected to the injection lumen. Upon initial visual inspection, approximately 6.0cm of the bladder membrane was noted missing. The distal tip, remainder of the bladder membrane, and central lumen were not returned with the device. Blood was found within the bladder membrane. The damage to the catheter is consistent with removal difficulty. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The device could not be functionally tested any further because of the damaged state of the catheter. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of removal difficulty is confirmed. Part of the bladder membrane was missing upon return, and the damage is consistent with surgical removal. Blood was also found within the bladder membrane. The device could not be functionally tested because of the damaged state of the catheter. The event details stated that there were helium loss alarms over the course of three days during therapy. It is possible the catheter could have become entrapped because of a blood clot. The root cause of the leak is undetermined.

Event description:
It was reported that while in the operating room the md inserted the intra-aortic balloon (iab) via the patient's femoral artery via an 8fr sheath. On friday, (B)(6) after three days of counterpulsation the md stopped therapy because the patient was well. During the removal of the iab, while holding the sheath with one hand, the iab was slowly withdrawn with the other hand to remove the balloon and sheath simultaneously; resistance was met. The last distal three inches of the iab could not come out of the femoral artery. The cardiac surgeon and a vascular surgeon had to surgically remove the iab from the patient via a surgical cut down of the femoral artery to remove the "striped balloon." "The removal of the balloon catheter was started, removal of all anchoring ties and sutures were done, and the balloon was disconnected from the console." The surgeons also did a surgical repair on the femoral artery. The outcome of the procedure was listed as successful. The surgeons' both have the opinion that the iab ruptured due to plaque during the iab removal process. There was no reported delay / interruption in intra-aortic balloon pump (iabp) therapy. There were patient complications described as "the iab was trapped in the femoral artery." There was no reported patient death. Medical / surgical intervention was required. The patient outcome is "good." Additional information received from the sales representative on (B)(6) 2015 stated that the fiberoptix sensor (fos) did not work. On (B)(6) 2015 further information was received by the cardiac surgeon clarifying that there was no fos identified in the or the day of balloon insertion. There were helium loss alarms during the three days of therapy. There was a blood clot inside the tip of the balloon. After the surgery of balloon removal, the patient went to the cvicu (cardiovascular intensive care unit). The condition of the patient is good; good recovery. No post-op complications.